Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during the procedure, the knife trigger did not retract and the jaws did not open. The device was removed from the tissue by additional tissue resection. A new device was used to continue the procedure. There was no harm to the patient. The incident device was checked post procedure and the issue could not be duplicated.

Manufacturer narrative:
Correction:evaluation summary: one lf4318 device was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection found no defects. The investigation found the device to function normally and within specifications. The jaws were not locked shut when the device was received. The jaws opened and closed normally when the handle was activated. The knife extended and retracted normally when the trigger was activated. The knife cut the test media cleanly. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.